Event description:
It was reported that prior toa coronary drug eluting stenting treatment procedure, the stent shaft broke. A taxus express2 2.5 x 8 mm drug eluting stent was being prepared for implant when the shaft broke. The problem was noticed before the stent was in the body. Another of the same size taxus express2 stent was used to complete the procedure. There were no reported pt complications.